Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown as information was not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported pcb00 20.5 diopter intraocular lens (iol) did not unfold properly from injector, it was difficult to advance, and opened too early. It was reported, the device did not cause or contribute to serious patient injury, and there was no surgical intervention such as incision enlargement or scheduling of an additional procedure. Through follow up, customer account provided additional information confirming the cartridge and tip of iol was inserted into the patient¿s ocular sinister (left eye) before realizing that the iol was not coming out of the cartridge properly, the doctor was able to remove the cartridge and iol without difficulty and confirmed the iol was partially delivered when the reported difficult to advance iol occurred. It was also reported there was no suture(s), no vitrectomy, the same procedure was completed successfully using backup lens with the same model and diopter size. No additional information was provided to johnson & johnson surgical vision.